Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The collimator cover was replaced. The system operates as intended.

Event description:
The customer reported a problem with the hard drive and the x-ray tube cover on the stenoscop system. No patient injury was reported.